Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/23/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please confirm lot number as provided lot number (tpw3la) was not recognized. We have been reported the number, if it is mismatch, please revise the number to unk.w please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6). I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on (B)(6) 2024 and suture was used. During use in an unknown ob-gyn surgery, the needle and suture detached easily when tension was applied. There were no patient consequences reported. Additional information was requested.